Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for glass breakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® acd solution b blood collection tube broke in the centrifuge during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "she also stated that their customer reported that yellow tubes were breaking off in centrifuge."